Event description:
Patient presented to the physician with swelling and drainage at the intercostal incision site. Physician brought the patient into the or, observed signs of infection, flushed the area, replaced the sensing lead, and re-sutured the components. This resolved the issue.